Event description:
(B) (4). Initial and additional info was received from the consumer on (B) (6) 2008: a currently (B) (6) female received poly-l-lactic acid [sculptra] (lot# and expiration date not provided) in (B) (6) 2008 to both sides (of her face), to temples and cheeks, for cosmetic reasons. She experienced immediate swelling and pain that resolved quickly as she had expected. She received a second injection of poly-l-lactic acid (lot# and expiration date not provided) on both sides (of her face), to temples and cheeks, on (B) (6) 2008, and "this time the pain and swelling have continued on her left side "/" around her left cheekbone." (It was not specified if she had experienced pain and swelling in other areas after the second set of injections.) She's tried using ice packs and ibuprofen and is now considering a course of prednisone if her physician will prescribe it. She uses no concomitant medication. She declined permission to contact her physician for additional information. No further relevant info provided. Additional info was received from the consumer on (B) (6) 2008: the consumer reported that as of (B) (6) 2008 the swelling was getting worse and it had been like that for a month. No further relevant information provided. Based on additional info for poly-l-lactic acid injectable (sculptra) (lot number /expiration date unknown,) from product technical complaint report case ID (B) (4) dated 21-nov-2008, received by uspv on 02-dec-2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional information was reported by the received from the u.s. Food and drug administration ((B) (4)) via the medwatch program, reported by the consumer, (FDA received date reported as 09-nov-08,) and received by sanofi-aventis on 10-dec-2008: based on this additional information received, this case initially considered as non-serious was upgraded to serious due to disability or permanent damage selected as the outcome attributed to the event by FDA. Per FDA rept. # (B) (4), event date was (B) (6) 2008: the consumer reported that she "received sculptra to help facial fat loss, in temples and cheeks. Three weeks, one side of face still swollen and very painful. Am seeking other medical advice, as the physician I saw, suggested ibuprofen. Did not look into why I was having a reaction to sculptra." Implant date was provided as (B) (6) 2008. The operator of the device was reported as a health professional. Report indicated that the reporter is not a health professional. There were no concomitant medications reported. No further medical information was reported.

Manufacturer narrative:
Additional implant date: (B) (6) 2008. Case truncated due to space limitations. Initial & additional info received from consumer on (B) (6) 2008: a (B) (6) female received poly-l-lactic acid [sculptra] (lot # & expiration date not provided) in (B) (6) 2008, both sides of her face, temples & cheeks, for cosmetic reasons. Experienced immediate swelling & pain that resolved quickly as she had expected. A second injection of sculptra (lot # and expiration date not provided) on both sides of her face, to temples & cheeks on (B) (6) 2008. This time pain & swelling continued on her left side around her left cheekbone. Tried using ice packs & ibuprofen & is considering prednisone if md will prescribe it. She uses no con meds. Declined permission to contact her md for add'l info. Additional info was received from the consumer on (B) (6) 2008: reported that as of (B) (6) 2008 swelling was getting worse & had been like that for a month. Based on additional info for sculptra (lot number/expiration date unknown,) from product technical complaint ID (B) (4) dated 21-nov-08, received by uspv on 02-dec-08: brr was without hint to root cause. Conclusion: no faults detectable. Additional info was reported by u.s. Food & drug administration (reg. (B) (4)) via the medwatch program, reported by the consumer, (FDA received date reported as 09-nov-08,) & received by sanofi-aventis on 10-dec-2008: based on additional info received, case initially considered as non-serious was upgraded to serious due to disability or permanent damage selected as the outcome attributed to the event by FDA. Per FDA rept # (B) (4), event date was (B) (6) 2008: consumer reported she received sculptra to help facial fat loss, in temples & cheeks. Three weeks, one side of face still swollen & very painful. Am seeking other medical advice, as physician I saw, suggested ibuprofen. Did not look into why I was having a reaction to sculptra. The operator of the device was reported as a health professional. Report indicated that the reporter is not a health professional.